Event description:
Caller reported a malfunction on the pump with the code malf 9, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the malfunction reappears, which the caller acknowledged and understood.